Manufacturer narrative:
One device was returned for investigation. It was reported that device failed occlusion testing and travel coarese error-check clutch/lever error occured during occlusion testing. Customer reported problem was verified. The probable cause is the worn out clutches. Replaced clutches. Device found with broken top and bottom houisng ,worn out lead screw and broken plunger right case. Replaced plunger assembly kit, top case, bottom case and lead screw. Device passed all testing after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had travel coarse error that occurred intermittently several times. The event occurred while in use with patient. There was no report of patient harm.